Event description:
On (B)(6) 2012, the patient contacted animas and reported a few months ago the keypad buttons became difficult to press and was getting worse over time. The patient reportedly called customer support (cs) because the keypad buttons were close to becoming unresponsive to button presses. The patient noted that the buttons were sticking in the down position and required increased force to elicit a response. The patient reportedly wore the pump inside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.